Event description:
The "pump only lasted 2 years on simple continuous." It was reported as "battery depletion too soon." The pump was explanted and replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional info is received.